Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Additional dilatation was performed with a balloon of larger size until revascularization was achieved and the procedure was completed. There were no patient complications nor injuries reported and patient was in good condition post-procedure.